Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, it was reported a patient experienced deflation and a skin reaction. During evaluation of the sample, a tear (a) measuring approximately 2.2 cm on the anterior aspect was found. Leak testing was performed and it revealed three other tears (b,c,d), all measuring less than 0.1 cm on the anterior view. Also, a crease was noted running from the anterior to the posterior view. Microscopic examination was performed on the edges of tears a and d, and it revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. However, there was no indication of instrument damage found on tears b and c. No other anomalies were discovered. Possible causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019 an additional assessment was performed and mentor became aware that a code indicating skin reaction was erroneously omitted from the initial report submitted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 8/8/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: mentor smooth round moderate profile 575cc saline prosthesis, catalog #3501690, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 575cc saline prosthesis experienced right implant deflation post procedure. The patient noted a dark spot in the area the deflation implant was irritating her. As a result, an explant is planned for (B)(6) 2019.